Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient subsequently underwent revision surgery on (B)(6) 2025 under local anesthesia to excise the skin. However, the issue could not be resolved so the patient underwent abutment removal procedure and a new baha connect system was implanted more superiorly in an area with less fatty tissue under general anesthesia on (B)(6) 2026.